Event description:
It was reported that the ventilator turned on by itself. There was no patient involvement. The service provider (sp) inspected the device and found an error code indicating blower temperature high. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service provider (sp) inspected the device. The se found that the unit had a cracked rear bezel and screen, power button was not working. The sp replaced blower assembly and user interface assembly to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.